Event description:
It was reported that during the implant procedure the lead was attempted but not used as it was defective. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix was disengaged from the helical channel.

Event description:
It was reported that during the implant procedure the rv lead was attempted but not used as it was defective. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Lead with device ID (B) (4) was not returned for review analysis.